Event description:
It was reported that the device was not warming up.

Event description:
Additional information received 10 september 2021 (email): no patient involvement. No regulatory authority notified.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual inspection revealed the device was in good condition. During functional testing, the reservoir tank was filled with water, installed temp check, install f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The customer's reported problem could not be duplicated. The device was powered, recirculated water for 3 minutes, measured temperature was 41.7c degree which is within tolerance. Removed back panel for further investigation. Visual inspection and found cracked return tube but not related to customer reported problem. Device has idled for 3 hours and temperature indicated 41.7c. Replaced main printed circuit board, return tube, membrane switch, and opened a preventative action. Additional information in h6, h10.